Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer's blood glucose was 25 mg/dl at the time of incident. The customer's blood glucose was 153 mg/dl at the time of call. The customer stated that they gave glucose tablets. The customer stated that they woke up being hospitalized. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that the reservoir was showing the less amount of insulin than shown on the status screen. The customer stated that they believe that the insulin pump was over delivering. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.